Event description:
According to the reporter: one of the two strings did not slide and remained jammed in the instrument; the surgeon performed the purse manually. There was a longer operating time of more than 30 minutes. There was loss of tissue but no blood loss.

Manufacturer narrative:
(B)(4)